Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. The photo shows a cleaning brush which appears to have a grey substance on the bristles. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our evaluation of the photo provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instructions for use (IFU) state: "to avoid potential endoscope occlusion, do not aspirate powder into endoscope channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that there was no issue with the device reported, procedure was completed successfully, however they reported that the powder was stuck in the scope. The initial reporter from the hospital stated that one of our gi physicians used the cook hemospray over the weekend. Subsequently, the material from the spray remained stuck in the scope. Even after bedside cleaning, sink cleaning, manual soaking in a solution and running the scope through the medivator, material remains in the scope. A photo was provide of a brush with powder in the bristles as a demonstration to show what was still sitting in the scope. The reporter stated that they have to send this scope out for repair. This occurred post procedure and there was no impact to the patient.